Event description:
I registered my phillips respironics CPAP device with the manufacturer in june 2021 when I learned it was included in the recall. I was told that I would receive a replacement device within 1 year of registration. I called philips in (B)(6) 2022 and was told that I would receive my replacement device by (B)(6) 2022. I called philips again on (B)(6) 2022 and was told that I may not receive my replacement device until the end of 2022. I was diagnosed with severe sleep apnea and have been forced to forgo necessary medical treatment for almost 1 year and now I may have to put my health at further risk for the remainder of this year. I am asking to the FDA to contact the manufacturer and hold them accountable for providing my replacement CPAP device by the end of (B)(6) 2022. The manufacturer committed to delivering my replacement device by the end of (B)(6) 2022 twice and they should be held accountable for following through. FDA safety report ID# (B)(4).